Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alarming every four hours. The patient went to their physician and the right ventricular (rv) lead exhibited high impedance, oversensing-noise during arm movements, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.